Event description:
It was reported that the remote monitoring team informed the clinic via email that the patient's implantable cardioverter defibrillator (ICD) had tripped elective replacement indicator (eri). Upon investigation, it was found that the patient's ICD had an overestimation of longevity on the device itself. No additional intervention was performed. The patient was stable.